Event description:
It was reported that the patient, who initially had a sling implanted, underwent a radical prostatectomy, following which their incontinence returned. An artificial urinary sphincter (aus) was implanted. No patient complications were reported.